Event description:
The healthcare professional that during a pulserider-assisted coil embolization procedure targeting a basilar artery (ba) top aneurysm via radial artery access, a 3f accelerator guide sheath (medikit co, ltd) was inserted from the radial artery. The guiding sheath was advanced toward the right vertebral artery and two (2) microcatheter, a tactics plus microcatheter (technocrat corporation) and the complaint device, a 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30654780) were advanced to the target ba top aneurysm via the coaxial technique. A pulserider 10t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (211d / lot# unknown) was inserted and advanced to the distal end of the prowler select plus microcatheter, however, it was difficult to deploy the pulserider because there was resistance between the prowler select plus microcatheter and the pulserider anrd. The microcatheter was replaced with another 150cm x 5cm, 2 markers prowler select plus (606s255x) and the pulserider anrd was delivered and deployed without any problems. The procedure was successfully completed with the implantation of five (5) coils. The complaint reported that a continuous flush was maintained through the microcatheter. There was no negative patient impact as a result of the reported issue. The complaint device is not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional that during a pulserider-assisted coil embolization procedure targeting a basilar artery (ba) top aneurysm via radial artery access, a 3f accelerator guide sheath (medikit co, ltd) was inserted from the radial artery. The guiding sheath was advanced toward the right vertebral artery and two (2) microcatheter, a tactics plus microcatheter (technocrat corporation) and the complaint device, a 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30654780) were advanced to the target ba top aneurysm via the coaxial technique. A pulserider 10t, 2.7 ¿ 3.5mm aneurysm neck reconstruction device (anrd) (211d / lot# unknown) was inserted and advanced to the distal end of the prowler select plus microcatheter, however, it was difficult to deploy the pulserider because there was resistance between the prowler select plus microcatheter and the pulserider anrd. The microcatheter was replaced with another 150cm x 5cm, 2 markers prowler select plus (606s255x) and the pulserider anrd was delivered and deployed without any problems. The procedure was successfully completed with the implantation of five (5) coils. The complaint reported that a continuous flush was maintained through the microcatheter. There was no negative patient impact as a result of the reported issue. The complaint device is not available to be returned for evaluation. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30654780) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 12-oct-2022, additional information was received. The information indicated that nothing was noted to be obstructing the microcatheter. There were no visible kinks observed on the microcatheter. No further information was provided as to whether there was any resistance friction during the insertion of the concomitant pulserider anrd through the microcatheter. No resistance was experienced with the guidewire. The reported event did not result in any clinically significant delay in the procedure. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.